Event description:
It was reported; the patient underwent the surgery with the xia3(l4 and l5 were fixed). After the lumbar was twisted in (B)(6) 2014, the patient had lumbago. Afterwards, the surgeon planned the revision surgery because l4 and l5 were non-union. Before the revision surgery, the surgeon confirmed x-ray. And he found that the screw was broken. Therefore the surgeon has taken extension of 5/s and broken screw at the revision surgery.

Manufacturer narrative:
Method: device not returned. Results: no device was received back, so testing and inspection could not be performed to aid in root cause analysis. However, it was stated that non-union had occurred and that the patient twisted his spine, resulting in lumbago. Conclusion: because no device was received back for evaluation, the root cause cannot be determined conclusively. It is likely that the lack of union and twisting of the spine contributed to the eventual fracture of the screw.

Event description:
It was reported; the patient underwent the surgery with the xia3(l4 and l5 were fixed). After the lumbar was twisted in (B)(6) 2014, the patient had lumbago. Afterwards, the surgeon planned the revision surgery because l4 and l5 were non-union. Before the revision surgery, the surgeon confirmed x-ray. And he found that the screw was broken. Therefore the surgeon has taken extension of 5/s and broken screw at the revision surgery.